Manufacturer narrative:
This report is submitted on may 6, 2021.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2021, due to poor retention between the speech processor and the implant magnet. The implanted device remains.